Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device - 17 days. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during the patient¿s routine clinic visit, laboratory test results indicated a hemoglobin level of 6.4 g/dl. The patient was admitted for a gastrointestinal bleeding work-up. The anticoagulation regimen at the time included warfarin. A capsule endoscopy showed multiple arteriovenous malformations (avms) in the proximal small bowel. A 2-3 mm area of healed esophagitis was seen in the proximal esophagus. Erythemarous mucosa was found in the stomach indicative of gastritis. Diminutive white shallow erosions and adjacent scaring likely from previous ulcerations. Shallow erosions and adjacent scaring likely from previous ulcerations. No etiology for the patient¿s melena was identified. A single balloon enteroscopy found a non-bleeding angioectasia/avm in the mid-jejunum. Argon plasma coagulation was applied. Distal to the avm there was fresh blood and clots which were vigorously washed and suctioned. The single balloon enteroscopy was advanced an additional 60 cm into the distal jejunum and 4 cc¿s of spot tattoo were injected. A repeat single balloon enteroscopy found normal, symmetrical and patent pylorus. A single non-bleeding angioectasia/avm was found in the duodenal bulb mid-jejunum and an argon beam coagulate was applied. The patient was treated with protonix until (B)(6) 2017 and octreotide. The patient was discharged when the hemoglobin level stabilized to 7.4 g/dl. Four (4) units of packed red blood cells (prbc) was given during the admission.